Event description:
Rn reported pt on althin-baxter system 1000 hemodialysis device removed more weight than intended. The goal was 2.8 kg, the actual was 3.5 kg. The pt was administered 200 ml of normal saline and two bottles of 50ml mannitol. There was no hospitalization or injury associated with this incident per rn.